Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor does not deliver a biphasic pulse within specs.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (does not deliver a biphasic pulse within specs) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to contaminated pins on connectors j1002aa and j1003aa on the monitor defibrillator board. The root cause for the contaminated pins could not be positively identified. No adverse event resulted from the defective monitor.